Manufacturer narrative:
Evaluation: the device balloon was aspirated then inflated with 35cc of water. Visually, there are no leaks from the balloon. Water was introduced into the pressure and infusion lumens and the water flows from where it should. The device was visually inspected and there are no visual defects detected. These devices are visually and functionally tested 100% prior to packaging. A device history review was obtained for lot 894306, there were no nonconformities observed during the manufacturing of this lot. At this time a root cause can not be determined. A second evaluation is currently being performed for a root cause into this event.

Event description:
It was phoned in by the sales rep that the endoclamp 1001 catheter lost volume in the balloon during use and the md had a change in operative strategy to a chitwood clamp. No patient injury was reported.

Manufacturer narrative:
Device is currently under evaluation.

Manufacturer narrative:
A second evaluation indicated there is not device malfunction and a root cause into the initial reported complaint can not be confirmed. The root cause of the reported defect cannot be determined. During evaluation the balloon was able to maintain volume for over two hours.trends will continue to be monitored on a monthly basis and if further action is required, appropriate investigation will be performed.